Event description:
Spontaneous call: cassette malfunction: lot#:416-3625, error "no disposable line" patient states that same error happened to her back up pump as well. But she did a new cassette, and she is infusing medication with no issue. Patient currently has #7 cassette and she will call back monday to do a weekly refill for her dme/ diluent. Did the reported product faut occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.